Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The wheels and base were replaced, and the unit was returned to service. No further information available.

Event description:
The hospital reported the caster wheel does not stay attached causing the unit to tip. There was no report of patient injury.